Manufacturer narrative:
Date sent to the FDA: 02/10/2014. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 along with concurrent vaginal hysterectomy with partial vaginectomy, proctopexy, anterior colporrhaphy, placement of (apogee) graft material in anterior compartment, rectal sphincteroplasty, cystoscopy with urethral dilation and hydrodistention of the bladder due to sui, 2nd degree prolapse, cystocele, rectocele, and urethral prolapse. It was reported that following insertion the patient experienced infection, urinary problems and recurrence. It was reported that the patient underwent bilateral salpingo-oophorectomy, enterolysis, appendectomy and placement of on-q pain management system x2 on (B)(6) 2008.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.